Event description:
A report was received that the patient¿s ipg was not working properly and dissatisfied with the stimulation. The patient underwent an explant procedure. Device malfunction was suspected.

Manufacturer narrative:
Additional information was received that the physician confirmed that everything including the damaged eyelets were explanted from the patient¿s body.

Event description:
A report was received that the patient¿s ipg was not working properly and dissatisfied with the stimulation. The patient underwent an explant procedure. Device malfunction was suspected.

Manufacturer narrative:
Correction to initial MDR in field .

Event description:
A report was received that the patients ipg was not working properly and dissatisfied with the stimulation. The patient underwent an explant procedure. Device malfunction was suspected.

Manufacturer narrative:
The returned ipg sc-1110-02 (B)(4) and lead sc-2218-70 (B)(4) were analyzed and no anomalies were found. Sc-2218-70 (B)(4): device evaluation indicated that the complaint was confirmed. The 3 cables were fractured at the kinked section of the lead body where clik anchor was positioned. Fracture location was 1 cm from the clik anchor set screw mark. No cables were exposed. Fractured cables resulted in the reported complaint. Sc-4316: device evaluation indicated that both clik anchors have damaged eyelets and the parts of silicone material from the damaged eyelets were missing.

Event description:
A report was received that the patient¿s ipg was not working properly and dissatisfied with the stimulation. The patient underwent an explant procedure. Device malfunction was suspected.